Event description:
The customer reported the 9800 system displays an iris pot error, iris is too wide, and the collimator stuck. No patient injury was reported.

Manufacturer narrative:
The service rep removed and replaced the collimator then performed a collimator/camera alignment. The system operates as intended.